Manufacturer narrative:
(B)(4) the device was not returned to the plant for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Pa peritoneal dialysis (pd) patient reported an issue with a blocked drain line. Follow up with the patient's clinic indicated the patient developed peritonitis caused by user error. The patient was not hospitalized and was treated with vancomycin and gentamicin (dosages unknown) for three weeks.

Manufacturer narrative:
According to the medical records, the patient¿s daughter informed the peritoneal dialysis clinic the patient reused the delflex bag the night before and that is how the patient got peritonitis. Medical records did not contain any peritoneal dialysis flow records for review. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler set and the patient¿s peritonitis. Medical records do mention the patient reused the delflex which would be a breach in the sterile field. Medical records indicate the patient¿s reuse of the delflex was the likely contributor of the peritonitis.

Event description:
Medical records were received and reviewed. The patient is an (B)(6) male who was diagnosed with peritonitis. The patient was instructed to administer intraperitoneal antibiotics (vancomycin and gentamycin) and the peritoneal dialysis bag was sent to the clinic for culture. Peritoneal dialysis culture revealed (B)(6). According to the patient's pdrn, the patient was not hospitalized.